Event description:
On (B)(6) 2012, the pt reported he noticed the infusion set tubing was hanging and had come completely loose from the connector. The infusion tubing had been in use for one day. His blood glucose was not affected and there was no insulin leakage. He stated the tubing was torn completely off of the connector and it appeared it had not been 'glued in at all.' He stated the tubing did not get caught on anything. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.